Manufacturer narrative:
The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lots identified atypical complaint activity for the issue under review. Accuracy testing was completed on likely cause lot 13516m500; testing meets acceptance criteria. A labeling review was also peformed. The investigation results show that there is no product deficiency, however a malfunction was identified. This investigation indicates that the architect ca19-9xr reagent kits are performing as intended and no new issues were identified.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated inconsistant architect ca19-9xr results on one patient (patient 3, sid (B)(6)). No information was provided regarding the expected/correct ca19-9 result for patient 3. No specific patient information was provided. No impact to patient management was reported.data provided:patient 3 ((B)(6))architect ca19-9xr results:24sep2012 = 21.73 u/ml;24sep2012 = 38.92 u/ml;25sep2012 = 15.70 u/ml;25sep2012 = 18.45 u/ml.